Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual instrument was received, evaluated and repaired. The root cause was the power supply board (230 volts). Transportation caused several condensers and diodes to loosen, resulting in voltage fluctuations and sparking. Thus, it was not possible to establish correct communication with bm14. This, in turn, caused the bm14 to switch off again, since it is controlled via the bm11.

Event description:
A customer reported to baxter that after initial start up of the bm25, the bm14 shut off after 30 sec. The instrument could not be used for the patient treatment. No patient involvement. The instrument will be returned for investigation/repair.